Event description:
It was reported by customer of concerns about asymmetrical cuffs on trach tubes. No other information available. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI, catalog number and device serial number/lot number are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.